Event description:
Initial result for a pt tsh iu/ml. When retested, the result was 3.72 iu/ml. The incorrect result was not used to guide pt treatment. The field service representative was unable to determine a cause for the discrepant values.